Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that in the literature review "comparison of posttonsillectomy pain using the ultrasonic scalpel, coblator, and electrocautery"; 1 patient had a postoperative bleeding after an adenotonsillectomy procedure using an unspecified coblation wand. The event was treated by returning to the operating room. The patient's outcome is unknown, and no further information is available.

Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review and complaint history review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The literature article was reviewed. Per case notes, no further information or answer has been received. Therefore, there were no clinical factors found which would have contributed to the event. The patient impact beyond the reported events cannot be determined with the limited information provided. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.